Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative the patient's ins battery was discharged. The patient did not know how to use the recharger, which was depleted. So, the caller couldn't interrogate the patient for a programming session. The rep then asked about pairing the recharger app to a recharger that belonged to the rep so they could use that to charge the ins during the appointment. Tss reviewed the information with the caller. When the caller connected the recharger to the ins, they indicated that the ins had been charged up to 30%. During the call, the caller interrogated the ins and confirmed that brainsense was turned off. The caller indicated that they did not know why the battery was depleted between the implant date of (B)(6) 2024 and the appointment today. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep), who confirmed with the consumer that the cause was undetermined as the ipg was not turned on at implant and brainsense was not activated. The ins was fully charged using loaner charging equipment, and the hcp could program the device. Education was provided to the patient and family on how to charge the recharger and use it to charge the ipg. The patient¿s next appointment will be the afternoon of (B)(6) 2024.